Manufacturer narrative:
Investigation summary: the event catheter and box were returned for eval, but the catheter packaging was not. Upon inspection, the catheter showed a v-shaped cut near the eyelets which is not indicative of any of the mfg processes for this catheter. Inspection of the carton did not show any evidence of an external cut penetrating the carton. The root cause could not be determined, and this appears to be a unique event. All catheters undergo 100% visual inspection during the mfg process. The MFR has been notified and has made the inspectors aware of this event and defect. MFR has reviewed device history records, quality inspection data and complaint history for the device. MFR has reported the malfunction to personnel at mfg facility for add'l investigation. Review of final inspection report and DHR for this lot indicates no similar defects observed. A review of the complaint history file and incoming inspection records for this product family indicates no related complaints or related defects observed. An unrelated non-conformity report was made on this lot. Although the root cause of the incident experience could not be determined, cure medical will continue to monitor the process and take appropriate action as necessary. This document represents our initial/final report.

Event description:
Pt reported bleeding and discomfort after withdrawing catheter. Pt reported that catheter stopped after being withdrawn two inches and he had to pull hard to release catheter. Pt experienced discomfort and observed some blood in urine (hematuria) after catheterization. Pt has had successful catheterization since event. Returned catheter showed a v-shaped cut near the eyelets. Pt reported no breach/cut in catheter packaging. Pt was prescribed antibiotic as a precaution.